Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported after the patient's PICC line insertion, the measuring wire became stuck within the PICC line as the wire was being pulled out. Once the wire was stuck, the entire PICC line was removed and a new PICC was opened and inserted.